Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Concomitant medical products: serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported the physician performed a uterine tissue removal procedure using forceps (not hologic device) on (B)(6) 2017 and the patient started bleeding heavily. The physician then used a myosure disposable device to remove the remaining pathology. The physician used medicine and bi-manual uterine massage to cease bleeding. The patient was admitted into the hospital on (B)(6) 2017 and discharged on (B)(6) 2017. The patient is "fine".